Event description:
It was reported that the wheel needed to be replaced. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing, a f/u report will be submitted with results.